Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead became dislodged. The rv lead also exhibited no capture. The rv lead was programmed off. It was also reported that the ra lead was capturing the ventricle. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.